Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 when patient removed applicator, the wire fell out of needle. Patient reported no part of the wire present on the skin. Sensor wire was on the table upon removal. Dexcom has issued an rga for patient to return device to be investigated.